Event description:
It was also reported that the left ventricular lead was reprogrammed due to the high thresholds prior to explant of the device. The patient was enrolled in the systems longevity study.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): upon analysis, normal battery depletion was found.

Event description:
It was reported that the patient's device reached elective replacement indications (eri) prematurely. It was also noted that the left ventricular lead thresholds were high. The device was removed and replaced and the lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The patient had continued high left ventricular thresholds. The patient had continued high left ventricular thresholds. The lead could not be replaced due to an occluded subclavian vein. The lead remains in use. The patient was also a participant in the world-wide randomized antibiotic envelope infection prevention trial clinical study.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.